Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change when the infusion set connection was not attached correctly, with the device displaying high for approximately 7.5 hours; troubleshooting confirmed insulin drops during a fill-tubing-only check and the system issued high glucose alerts. Symptoms included hyperglycemia without reports of additional clinical manifestations. Outcomes included return to target glucose range without external assistance and without medical intervention. Investigation included user interview, guided troubleshooting, and functional verification of insulin delivery through tubing priming. Investigation of this case revealed that the infusion set was deployed or connected incorrectly, causing reduced or delayed insulin delivery until the connection was corrected, after which glucose returned to range. It was concluded, based on previously established findings for similar reports, that user setup error related to the infusion set connection was the most probable cause.